Event description:
A false negative troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated in duplicate and a elevated results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the false negative troponin I result.

Manufacturer narrative:
Analysis of instrument and instrument data indicate that the cause of the false negative troponin I result was lack of sample delivery. It is unknown as to why this occurred. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account to perform preventive maintenance. The instrument is performing within specifications. No further evaluation of the device is required.